Manufacturer narrative:
The investigation has been completed and the reported occlusion could not confirmed in the logs due to corrupted data. The reported issue could not be duplicated during testing.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer replaced all of the supplies on the pump and the alarms continued to occur. The customer¿s blood glucose (bg) level ranged from not being impacted to 469 mg/dl. Insulin injections were used to address the bg level. The customer was to use insulin injections to manage diabetes.